Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 400 mg/dl (value not provided). Reportedly, the suspected cause was due to the customer feeling sick. Additionally, the customer alleged that it was plausible that the pump was not working as intended and contributed to the elevated bg. Bg was addressed via a correction bolus and drinking water. The customer was instructed to consult with their healthcare provider regarding bg level.